Manufacturer narrative:
(B)(4). Date sent: 6/11/2026. Additional information was requested and the following was obtained: the event date should be 22/dec.2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 2/24/2026. D4 batch #419d64. Investigation summary: the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned reload. Visual analysis of the returned tcr75 reload determined that it was received with no apparent damage, the swing tab was found to be in the locked position and unfired. Further evaluation shows that 8 staples were missing scattered along the staple line. In addition, the stapler retainer returned loose along with the sample. No functional test was performed in order to preserve evidence. As the reload returned unfired and with missing staples we are unable to investigate further the event described of would not fire. It is possible that improper handling of the reload caused the staples to fall out; proper handling instructions should be used when removing and reloading cartridges into the device, as referenced in the instructions for use. 100% inspection is performed by means of an automated vision system to ensure staple presence, and users are advised to reference the instructions for use for more information. No patient involvement or adverse outcomes were reported, and the procedure completion status could not be confirmed due to lack of device return. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 419d64, and no non-conformances were identified. The lot/batch 434d27 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a misc; esophagus surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.